Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. The system had become unresponsive on several occasions. Replaced i7 computer and re-installed all software. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system became unresponsive. Site attempted restart and system displayed dvi searching. Another restart displayed a black screen. There was no patient present when this issue was observed.

Manufacturer narrative:
Code updated to proper value.